Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were running and may have perspired on the insulin pump prior to the alarm. Customer's most recent blood glucose reading was reported to be 90 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked display window, cracked battery tube threads and cracked reservoir tube lip.